Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the station was in disconnect mode. A technical support specialist upon referring to knowledge article med es - unable to run reports - the target principal name is incorrect. Cannot generate sspi context, it was identified that the server time was delayed by 10 minutes. The date and time settings were accessed, and the "change" option was selected to manually adjust the time. After correcting the time discrepancy, it was observed that all servers were similarly affected, each showing a delay of 10 minutes. The server time was corrected across all affected systems, and the necessary services were restarted. Following these actions, all stations were able to communicate properly, and no critical overrides were reported. Customer verified fix. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple station was on disconnect mode. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.